Event description:
Patient presented to the hospital for outpatient left knee arthroscopy for recent knee effusion and pain. Upon placing the scope, a previously placed meniscal screw was seen free-floating in the knee joint. Patient's previous surgery in which the screw was placed occurred earlier this year. Patient's knee cavity was reddened, irritated, and a slight canal was noted in the lower articular surface of the knee. Sales rep was notified as the screw was reported to be bio-absorbable.